Event description:
Multiple patients returned to the outpatient oncology center with complaints of open areas at the insertion port site approximately one week after port insertion. Nine patients were affected over a 30 day period. Affected patients were a variety of ages and were both male and female. The size of the wound opening varied: some physicians reported small openings and others reported larger openings such that the catheter below the incision could be visualized. All patients had wounds that were red/irritated. Some patients had drainage from the wound site; others did not. Some patients required medical intervention including additional medications, additional physician office visits, and one patient returned to surgery. Since the event, the facility has stopped using the suture product and no further incidents have been reported. A separate report was filed regarding the adhesive glue used with the suture material. Medical staff reviewing the event believe that the cause of the event was sutures that did not dissolve.